Event description:
During a colonoscopy procedure the doctor had difficulty passing the scope to the cecum. There was a lot of twisting and moving by the patient during the procedure. At the time of the procedure there was no indication of a problem. It was discovered post-operatively that the patient experienced bleeding. The patient was sent to the local hospital for x-rays to verify if surgery was needed. The perforation was confirmed and the patient underwent surgery to correct the perforation. To the best of our knowledge the surgery was successful and the patient is in good condition.

Manufacturer narrative:
The exact scope used during this procedure is not known. The facility returned two scopes for evaluation. It was believed that one of the returned scopes was the suspect device. The two returned scopes were inspected and no problems were noted. The failure could not be duplicated. The exact cause of this incident cannot be determined.